Manufacturer narrative:
Results of investigation: vyaire received vela main printed circuit board assembly rev. H for investigation. Component was installed in known good vela unit performed xdcr calibrations as described in the vela ventilator systems service manual. The reported complaint was confirmed through the events log and duplicated during functional check. Pt801 has failed. Vela main printed circuit board assembly rev. H will be placed on hold.

Manufacturer narrative:
The customer reported after their investigation, they found out that problem is with main printed circuit board (pcb) because exhalation pressure transducer cannot be calibrated. They have tested with another main pcb board taken from another ventilator and the device is working ok with that. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported motor fault alarm during use on a patient. The customer reported that the users changed the ventilator. The customer confirmed that there was no patient harm associated with the reported event.